Event description:
During an acl surgery the surgeon noted that "an enormous amount of fluid was suddenly injected into the knee under high pressure which caused significent extravasation of fluid into the pt's thigh". Once the extravasation occurred the surgeon reported the she could only bend the knee about 95 degrees. The surgeon was able to complete the surgery and the pt had an uneventful postoperative course.